Event description:
Customer reported the panorama central station's display had no video output which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the display and replaced the power supply. Unit was calibrated and safety tested to factory's specs.